Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during a procedure. According to the complainant, during preparation, the injection gold probe was not getting current. The device was connected to two different generators, but would not work on either one. A second injection gold probe was able to be used to complete the procedure. Both generators were found to be working properly. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4) for the reported event: probe fails to deliver energy. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.